Event description:
I had a st jude/medtronic neurostimulator implant done by dr. (B)(6) for pain control on (B)(6) 2016. Device has exacerbated my pain. Overstimulation/extremely high amplitude setting by tech starting (B)(6) 2016 has caused extreme pain and spasm on left side of my body. Device malfunctions, causing a sense of being "zapped". On (B)(6) 2017, device whirled out of control and had to use magnet to shut it down. Felt like I had a stroke. On (B)(6) 2017, I was admitted to hospital for psychosis that "came out of nowhere." (B)(6) is demanding payment for this surgery after refusing to give me a "ball park figure" prior to surgery. Possible negative side effects were not discussed prior to surgery by (B)(6) pa. Dealing with (B)(6) and surgery center has been akin to buying a used car that has turned out to be a "lemon." So much intentional deception from surgeon, pa, st jude rep and surgery center. Cannot afford to pay surgery center to remove device until first surgery bill is paid.